Manufacturer narrative:
Mayfield infinity xr2 skull clamp (a2114) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had both the right and left pawls replaced due to wear. The set screw in the index knob was replaced due to it being too tight. Unit received with the suitcase. General maintenance performed and worn components were replaced. Root cause analysis: the reported complaint was confirmed via inspection of the unit. The returned unit required preventive maintenance and replacement of worn parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield infinity xr2 skull clamp (a2114) had too much movement. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.